Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove from the dispenser; however, the reported detachment of a device component appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while removing the 3.0 mm x 38 mm xience prime stent delivery system (sds) from the coil, resistance was met and the xience prime sds was stuck. The shaft of the sds separated in two pieces. There was no patient involvement. Another stent was used to complete the procedure with good end result. No additional information was provided.